Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-00665. It was reported that the patient experienced ineffective stimulation due to lead migration. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored.